Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 41 indicating an insulin shaft rewind error despite multiple restarts, with battery charge above 50 percent, and a replacement device was arranged with education provided on shutdown and data sync. Symptoms included no reported adverse health effects. Outcomes included no injury, no medical intervention, and continued cgm use via dexcom app or receiver. Investigation included technical support troubleshooting and device replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.